Manufacturer narrative:
The integra meshed bilayer wound matrix was returned for evaluation. Device history record (DHR) - all lot batch records are reviewed prior to lot release and any out-of-specification results, nonconformances, or other issues are escalated through the integra quality management system as applicable. Additionally, lots released to the market by integra lifesciences meet finished goods release acceptance criteria for all required inspections and tests. Failure analysis - it was confirmed that the item was not ¿warm¿ upon its return nor was its packaging breached, either by the customer opening it or by subsequent shipping damage during its return to integra. The failure analysis is therefore inconclusive, and integra will continue to monitor for and report on similar events. The root cause cannot be definitively identified as the issue is related to post-production delivery, after having left integra¿s chain of custody. The director of quality ¿ global distribution services investigated the circumstances of the product shipment and confirmed that the product was correctly packed by the distribution center and shipped overnight.

Event description:
N/a.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A facility reported the integra meshed bilayer wound matrix arrived "warm" because it was shipped overnight over the weekend. The issue was discovered upon inspection after the product was delivered, no patient injury reported.